Event description:
It was reported to boston scientific corporation that a jagwire guidwire was to be used during a stenting procedure in the pancreatic duct on (B)(6), 2010. According to the complainant, during unpacking, they noticed that the tip of the guidewire was "smashed up". Additional information revealed that a portion of the tip was broken/ detached however the core wire was not exposed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the distal pebax is flat/pinched, and severely stretched, but not broken/ detached as had been reported. The condition of the returned incident device was not fully consistent with the complaint that the distal pebax tip was broken/ detached . The most probable root cause is "handling damage". The severe stretching probably occurred during removal of device from the protective storage hoop against resistance. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. This event has been deemed a non reportable event based on the investigation results showing that distal pebax was not broken/ detached. The instructions for use state: "to remove the guidewire from the hoop, first remove and discard the small blue tube from the inner diameter of the clear hoop. Advance wire until the wire is exposed out of the outer diameter of the hoop. Remove guidewire from protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidwire was to be used during a stenting procedure in the pancreatic duct on (B)(6), 2010. According to the complainant, during unpacking, they noticed that the tip of the guidewire was "smashed up". Additional information revealed that a portion of the tip was broken/ detached however the core wire was not exposed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.